Manufacturer narrative:
Device eval by MFR: the product return contained an angiojet solent dista. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. The device showed a hypotube fracture and catheter break 123 cm from the tip, as well as a kink 0.5 cm from the tip and damage in the supply line 103.5 cm from the pump assembly. A functional test was performed according to the IFU. The pump was placed into the ultra drive console and the device displayed an under pressure error message. The device was unable to run, due to the pressure being below specifications. No further damage or discrepancies were noted on the rest of the catheter upon visual inspection. While the leaks at the supply line were not confirmed, leaks at in the tubing were confirmed at the catheter break.

Event description:
Reportable based on device analysis completed on 01dec2021. It was reported that the device leaked. An angiojet solent dista was selected for use in an thrombectomy procedure to treat an occlusion. The thrombus was located below the knee (btk). When the device was activated in powerpulse mode, atilyse was observed to be leaking from the catheter tubing. Another solent dista was used to complete the procedure. There were no patient complications. However, device analysis revealed a detached hypotube.